Manufacturer narrative:
There are multiple patients. All information is provided in the article. This report is for unknown constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date is between (B)(6) 1992 to (B)(6) 2003. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - (B)(4).

Event description:
This report is being filed after the review of the following journal article: collinge, c. Et al (2006), anterior-inferior plate fixation of middle-third fractures and nonunions of the clavicle, journal of orthopaedic trauma, vol. 20 (10), pages 680-686, doi: 10.1097/01.bot.0000249434.57571.29 (USA). The aim of this consecutive clinical study is to evaluate the clinical results of patients treated for clavicle fractures and painful clavicular nonunions with anterior-inferior plating using a 3.5 mm plate. Between january 1992 to january 2003, a total of 58 patients with a mean age of 36 years (range 13-77 years) underwent open reduction and anterior-inferior plating. Surgery was performed using a 3.5 mm plate [dynamic compression or ¿¿dc¿¿ plate, (synthes USA, paoli, pa) or reconstruction or ¿¿recon¿¿ plate (synthes USA, paoli, pa). Follow-up period for at least 24 months after surgery (range 24¿120 months). The following complications were reported as follows: 1 patient had a nonunion. 1 non-compliant patient had a construct that loss in fixation. 1 patient with acute fracture had infection and the plate was removed early. 2 patients with open fractures experienced postoperative infections which were treated successfully with surgical irrigation and debridement, preservation of their implants, and antibiotic therapy. 2 patients underwent elective implant removal for irritation after fracture healing. 5 patients had minimal tenderness over the operative site, plate, or scar at final examination. Unknown number of patients had a mild decrease in internal rotation of 1 to 2 vertebral levels. This report is for an unknown synthes plate and screws constructs. This is report 2 of 2 for (B)(4).